Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient with juvederm volite in the cheeks. One week post injections, the ¿patient visited the clinic due to pain in the injection area. Suspecting embolism, hyaluronidase was administered.¿ approximately two weeks later, the ¿pain had subsided, but redness remained, so locoid and antihistamine were prescribed.¿ one week later, the redness had faded, but there was a consultation because it was still present over a wide area. After the embolism with volite, it was unclear whether the redness was due to an allergy to hyaluronidase or an allergy to volite, but the redness remained. Symptoms are ongoing.